Event description:
Irn#: 033-26_1078. Incident occurred in UK. The spinal needle broke whilst in the patient requiring surgical removal by neurosurgical team under general anaesthetic.

Manufacturer narrative:
This case is considered as closed. If further information become available an update will be sent to the agency.